Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was unable to charge after it was shorted for multiple procedures and imaging. The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that the patient's ipg was unable to charge after it was shorted for multiple procedures and imaging. The patient underwent an ipg replacement procedure and was doing well post operatively.